Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, the image was so dark that patient anatomy was not identifiable. It was also reported that when the laryngoscope was out of the patient, the image was bright white. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope titanium lopro t4 reusable layrngoscope was provided to the customer and the reported glidescope titanium lopro t4 reusable laryngoscope used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported image issue. Shortly after being powered on, visible fluid droplets formed on the lens interior which caused the image to be washed out with a bright white light. When connected to known, good, test verathon equipment, the image appeared foggy and dark with artifacts. The customer's device failed verathon's device functionality testing. The cause of the reported image issue was determined to be due to moisture on the inside of the laryngoscope's lens. Upon completion of verathon's device evaluation, the device was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.